Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and was treated with vancomycin injection (1 gram, every 5th day and route was not reported) and ceftazidime (1 gram, once daily and route was not reported) and was still ongoing. At the time of this report, the patient had recovered from the event and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.